Event description:
The medication is not coming out from the 02 inhaler [product delivery mechanism issue]. No adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of events product delivery mechanism issue and no adverse event in a male patient (age, and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 09-jun-2026, amneal pharmaceuticals received information from the patient¿s sister via a telephone call concerning above-mentioned adverse events experienced by the patient while on amneal's albuterol sulfate inhalation. The patient was being treated with albuterol sulfate inhalation (frequency, dose, strength and therapy dates not reported) for an unknown indication. On an unknown date in (B)(6) 2026, the patient was being treated with albuterol sulfate inhalation 90 mcg (ndc: 69238-1291-1, lot no: ai25020, exp. Date: oct-2027, s/n: (B)(6)) (frequency, and dose not reported) for an unknown indication. Current condition, co-suspect medication, concomitant medication, historical medication, medical history, history of procedures, allergies, smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. On an unknown date in (B)(6) 2026, the patient received three sealed medication boxes from the pharmacy. On an unknown date in (B)(6) 2026, the patient started using the medication and stated that the medication was not coming out from two inhalers and further stated that another one inhaler was working fine. Upon asking and reading on the dose counter, the patient denied providing details and requested a replacement. Upon asking, the patient confirmed that the patient had followed all the instructions. Last action taken with albuterol sulfate inhalation in relation to product delivery mechanism issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events product delivery mechanism issue and no adverse event was unknown. The reporter did not provide the causality of events product delivery mechanism issue and no adverse event with albuterol sulfate inhalation. Review of complaint data revealed multiple reports describing a similar issue across several product lots, indicating a potential trend. Based on this trend, the case has been assessed for as a potential malfunction. This case is considered as serious. The reportability of this case is expedited (malfunction report).